Event description:
It was reported the patient underwent a shoulder procedure. Subsequently, the surgeon believes there is significant poly wear. The patient is indicated to undergo a future revision; however, no revision procedure has been reported to date. There has been no reported harm, injury, or surgical/medical intervention. Due diligence is complete. No additional information is available.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). The product will not be evaluated by zimmer biomet as it remains implanted in the patient. Once the investigation has been completed, a follow up/final report will be submitted.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: the left shoulder arthroplasty components are anatomically aligned with slight superior position of the humeral implant in relation to the glenoid and apparent thinning of the polyethylene. Possible proximal right humeral osteolysis as noted which can also be confirmed with earlier comparison images. Implant fit and alignment are maintained and symmetrical. Bone quality appears mildly osteopenic. No other abnormalities are identified. The reported event is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available regarding the incident.